Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The pt was reported to present to the emergency room six days post-procedure with complaints of groin pain. An ultrasound was performed and was reported to be "okay". The pt was discharged home. The next day the pt presented back to the emergency room with oozing from the right groin incision and the leg was warm to touch. Blood cultures were positive for an unspecified organism. The pt was prescribed antibiotics and discharged home. It was then reported eleven days later the pt had no circulation to their toes. A pseudoaneurysm was diagnosed. The pt had surgery to repair the pseudoaneurysm. It was reported the pt's foot had circulation at the time of discharge. Although requested, no further info has come available.